Manufacturer narrative:
(B)(4). Batch number: p56g1g. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge reload was received partially fired 1/16 and not loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted.. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during wedge resection, the blade suddenly stopped and could not proceed, so the surgeon tried to change the location of battery, and then used reverse button but finally failed. So he changed another device and could finish the transection. There were no patient consequences reported.